Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. The complaint indicated that the device has been discarded and will not be returned for eval. A device analysis cannot be performed; therefore, the relationship between the device and the cause of the reported event is undetermined. The feb 2008 15-month spyscope access & delivery catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. A spyscope access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ecrp) with cholangioscopy on a male pt in 2008. According to the complainant, "one day post procedure, the pt presented with pain." A CT scan indicated peritoneal fluid and the physician performed "open surgery to drain excessive fluid from the pt's peritoneum and placed a surgical drain. The physician stated that this was a result of the scope procedure; possible over pressurization from pumping fluid in and/or a perforation from the wire [device and MFR unk]." The pt was placed on antibiotics and is expected to make a "full recovery." Refer to associated MFR report #3005099803-2008-00347, which pertains to the guidewire used during the procedure.